Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received post-reset ram crc alarm(pump error 23), the critical block and inverse critical block did not add to zero(pump error 23) and the error code of software error detected (pump error 53). The customer also stated that there was a pairing issue with the pump and transmitter. The pump displayed flashing medtronic logo and had an unexpected battery power loss. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind. The customer has not stored the insulin pump without a battery for more than 8 hours. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 10/16/2023 at 08:23:00.000 failed batt/battery failed alarm on 10/29/2023 at 14:21:11.000 pump error 15 alarm on 10/29/2023 at 14:21:08.000 (file number: (B)(4) , line number: 442) pump error 23 alarm on 10/29/2023 at 14:22:22.000 pump error 53 alarm on 10/29/2023 at 15:39:27.000 and 15:59:09.000 (file number: (B)(4) , line number: 1216) pump passed self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected medtronic logo, missing segments/partial display, blank display, pump error 15 alarm, pump error 53, pump error 23 alarm or battery failed alarm during testing. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Customer alleged not confirmed for missing segments/partial display, unexpected medtronic logo, blank display, battery failed alarm and pump unable to pair to the transmitter. Pump error 53 alarm and pump error 15 alarm followed by pump error 23 alarm confirmed in the pump history due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.